Event description:
It was reported when an asymptomatic patient presented for a routine follow-up, the device withheld vt therapy due to bigeminy. The patient's vt was at a rate close to the vt-1 cut-off of 120 bpm and many sinus events were being binned. The device did return to sinus and re-detect to deliver atp therapy that successfully broke the rhythm. The vt zone was lowered to 115 bpm since turning off the bigeminal algorithm was not an option. All other episodes were treated with atp. The patient condition is stable.

Manufacturer narrative:
(B)(4).